Event description:
This lead was implanted on (B)(6) 1999. A call to technical services on (B)(6) 2011 states that patient has subclavian crush. Lead had been explanted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).